Event description:
It was reported during a laparoscopic cholecystectomy the er320 was fired and the clips scissored. A new clip applier was opened to complete the case. There was no consequence to the pt.